Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The trulite blade was raised and engaged for illumination. The led was glowing brightly and steadily. The handle was grasped as it would be by a clinician for intubation. The thumb and index finger are partially wrapped around the battery compartment end cap. As pressure is applied to the blade as is the case during intubation, the thumb is rubbing tightly against the battery end cap. This rubbing causes a slight movement of the end cap resulting in a flickering of the led, or it may go out completely. The complaint has been confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges "light failed on miller 2 trulite. Product was being used to intubate a patient. When torque applied to the blade to lift tissue, the light would go out". No harm or injury reported. Patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The device has been returned to the manufacturer, however the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "light failed on miller 2 trulite. Product was being used to intubate a patient. When torque applied to the blade to lift tissue, the light would go out". No harm or injury reported. Patient's condition was reported as "fine".